Event description:
The customer reported that the image went blank intermittently and the system displayed a fatal error message. A system reboot was required to regain functionality. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All cables, circuit boards and connectors were reseated. The system was then found to be operating as intended.